Manufacturer narrative:
B5-additional information: sphere/cylinder/axis of the implanted lens is -0.5/+1.5/049. The lens was implanted on (B)(6) 2021. The patient can see central rings. On (B)(6) 2021 the lens was exchanged. The problem was not resolved. See MFR rep# 2023826-2021-02969 for the replacement lens. H6-health effect clinical code 4581 (sees central rings). H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. Serial number, expiration date: unk. Implant, explant date - unk. This product is manufactured in the u.s. But not marketed in the u.s. Device mfg date - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6 implantable collamer lens was implanted into the patient's left eye (os). The lens was then explanted and then replaced with a shorter lens due to excessive vault, glare/halos, blurred vision, and sparkles. The eye "looks good" now.